Manufacturer narrative:
(B)(4) the reported complaint for "balloon was not inflating adequately" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "balloon was not inflating adequately". Additional information states that the iab catheter was removed and replaced. It is unknown the location of the second iab catheter used. The patient's current condition is reported as "fine". At the time of this report, the customer has not responded to our requests for additional information.

Event description:
It was reported "balloon was not inflating adequately". Additional information states that the iab catheter was removed and replaced. It is unknown the location of the second iab catheter used. The patient's current condition is reported as "fine". At the time of this report, the customer has not responded to our requests for additional information.

Manufacturer narrative:
(B)(4).